Manufacturer narrative:
A boston scientific technical services documented the reported clinical observations. The consultant also discussed potential reasons for the patient's episode such as intermittent capture in the ventricle or a perfusion issue in the atrium. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out during a trial threshold testing. The caller noted they experienced difficulty determining why atrial capture was lost as the device was programmed to ddd mode at a rate of 70 ppm. Pacing therapy was confirmed in both chambers. Additionally, right ventricular (rv) thresholds were stable with an appropriate safety margin. The caller was inquiring about potential reasons for the syncopal event. No additional adverse patient effects were reported.